Event description:
Patient's mother contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had one affected lot in home. Mother reports nausea of unknown timeframe after each IV infusion and subsequent final flush of implanted port with heparin. Mother reports one episode of vomiting on the same day. Denies any diarrhea, stomach ache or fever. Replaced with bd brand heparin pfs flush. Two days later - follow up with mother who reports no continued nausea/vomiting with new bd brand heparin flushes. Was diagnosed the same day with otitis media and placed on amoxicillin. Dose or amount: 5m - 500 units, frequency: daily, route: IV. Dates of use: 30+ days. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped or dose reduced: yes.